Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint number 3003898360-2019-01017 is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73k1800134. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during surgery three clips were broken in the applier.

Event description:
It was reported that during surgery three clips were broken in the applier.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. This sample is for the following tcs: (B)(6), (B)(6) & (B)(6). The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. At first no clip fired, however a clip shot out of the channel at the last second of the loading process. No clip was in the next position of the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. Two of the clips in the channel were broken at the hook. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but (B)(4) has been opened to further investigate this issue. The reported complaint of "clip broke in applier" was confirmed based upon the sample received. One device was returned. Upon functional inspection, the clip was unable to load , and no clip was in the next position of the channel. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The device was also found to have broken internal ratchet ears which caused the clips to become out of position and stack on one another. The device was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.